Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature depletion. It had been implanted 32.7 months. It was replaced successfully and will be returned for analysis.